Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 10 years and 3 months. Through follow-up with the health-care provider, it was learned that the device was explanted due aortic stenosis. Calcification was also noted. According to the operative report, this patient has a history of paroxysmal atrial fibrillation, obstructive sleep apnea (osa) on coumadin and <_im_1: chronic renal insufficiency with a remote 5 pack year of smoking history. She is status post quadruple coronary artery bypass. She had an aortic valve replacement with a 19mm bovine pericardial valve in 2000. The patient developed 3 pillow orthopnea and had 1 to 2 month history of severe fatigue to the point that patient gets out of bed with get shortness of breath getting out of bed and getting dressed. Inspection revealed that the bioprosthetic aortic valve has yellow thickened leaflets and the <_im_2; blanks in dictation _ > of the aortic valve was much scarred down to the sinus of valsalva. Therefore, the valve was removed and replaced with another edwards bioprosthetic valve.